Manufacturer narrative:
The pump was received with blank display due to faulty interface board. The pump was received with cracked reservoir tube lip, scratched lcd window and scratched case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level at the time of incident was 130mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.